Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg was replaced because the patient alleged the ipg was not holding a charge and she was charging more frequently. In addition, the patient stated the patient programmer had displayed an error message. The error or nature of the error was undetermined.